Event description:
Boston scientific received information that during a routine in-clinic follow up approximately two weeks post implant, this right atrial (ra) lead exhibited decreased pacing impedance measurements of 945 ohms and loss of capture (loc) at maximum outputs. It was noted that pacing impedance measurements at implant were 404 ohms. The lead was observed to have microdislodged. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.